Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4 had failed, and only cubies were detected on the bus. A field service engineer tested the drawer in hta and powered station off and inspected back of drawer to make sure all cables and connections were secure. The system functioned as intended after the field service engineer repaired the device. E1. Other occupation:senior certified pharmacy technician supervisor - mms recall contact.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had an auxiliary drawer 4 cubies are not able to recover. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.